Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at 9:30am mag sulfate 50 ml was programmed to infuse 25ml/hr on channel b. At approximately 10:58 the patient noticed that the IV bag(mag sulfate) was empty and contacted the staff. The user noticed the device alarmed for ail(air in line) 5 min after the infusion was emptied however noted that the total volume left was 10.6ml. There was normal saline infusing at 22ml/hr on channel c. The IV sets were in use for 1 hr per customer. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: 1000ml baxter bag ndc (B)(4), lot y203018, exp dec 2017, 0.9% sodium chloride injection; 50ml hospira bag ndc (B)(4), lot 51-716-kl, exp 1 sep 2016, magnesium sulfate; therapy date (B)(6) 2016. The customer¿s report of magnesium sulfate infusing faster than expected was not confirmed. The pcu event log shows that at 9:28 am on (B)(6) 2016 the pump module was programmed to infuse an unspecified medication at 25ml/hr with a vtbi of 50ml. The infusion continued until 11:03 am when the device alarmed for air in line. The volume recorded as being infused during this period was 39.361ml. The starting volume of the fluid container cannot be determined through device logs. There were no anomalies or leaks observed with the returned primary set. The pump module was not returned for investigation. The root cause of the magnesium sulfate infusing faster than expected was not identified.